Event description:
Boston scientific crm received information that this patient presented to the hospital with diaphragmatic stimulation. Futher evaluation noted both the atrial and right ventricular (rv) leads had dislodged. In a revision procedure, both leads were successfully repositioned. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.